Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The complaint sample screws were received for eval. It was observed that the two screw heads were damaged. There was an imprint of the inserter tip in the bottom of the hexalobe socket on the screw, suggesting impaction or other force may have been used on it. Theken requested additional clinical info, in writing. No additional info was provided. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that during a spinal surgery procedure using the manta ray anterior cervica plate, two different screws were put through the plates, there was no stopping point for the screws. During insertion, the screws were being angulated to a high degree. Spare screws were available in the instrument set to complete the surgery. There was no adverse outcome for the pt.